Event description:
A few days after abdominal surgery (low anterior resection), upon (experienced) surgeon removal of a number 10 flat jackson pratt drain from the surgical site, it broke off and approximately 6 inches remained in the abdomen. The drain and or packaging were not saved. Surgeon discussed with pt the need for removal in operating room. Pt returned to the or stable for removal of the retained drain piece under general anesthesia.

Manufacturer narrative:
Unfortunately, no sample was rec'd for evaluation; therefore, the exact cause for the drain breakage could not be determined. Historically, drain breakages in the past have been attributed to misuses of the product and in other cases there has been no assignable cause for the breakage. A CAPA for evaluation of drain breaks upon removal has been opened and an on-going investigation is taking place at this time in order to determine possible causes for this type of failure.